Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 30 mg/dl; cause was unknown. Customer attempted to self-treat by consuming glucose tablets; however was treated intravenously with fluids at the ER. Customer was released with issue resolved. Recommendation was made to consult with a healthcare provider regarding diabetes management.